Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105. The reported symptom was caused by a failed motor. Evaluation also found severed motor mount screws which may have contributed to the reported symptom. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient injury.